Event description:
A talent stent graft system was implanted in a pt for the urgent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. The vessels contained plaque. It was reported that after the stent graft was implanted there was a type 3 endoleak coming from the middle portion of the stent graft. The physician inflated a balloon within the stent graft; however, the endoleak was still present. The physician determined that the type 3 endoleak was caused by the plaque in the artery. No additional clinical sequelae were reported and the pt is fine. Please note that this device (lot number v00086899) is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results: plaque in the arteries. Endoleak. Conclusion: plaque in the arteries.